Event description:
Surgeon reported a (B)(6) female patient who experienced dyschromatopsia (red becomes pink, black becomes blue) one day after implantation of a tecnis 1-piece intraocular lens (iol). Pre-operative visual acuity (va) was reported as 9/10 (refraction: 4.50-0.50 180°) while the post-op va was 10/10 (refraction -0.25-0.5 180°) without any problems post-op. The reported dyschromatopsia was reported to interfere significantly with the patient's normal daily activities. Patient sees everything in pink constantly. Lens remains implanted.

Manufacturer narrative:
The lens remains implanted, patient's visual acuity is 20/20. Patient reports that the dyschromatopsia interferes significantly with her normal daily activities. Lens met all manufacturing specifications prior to release. Dyschromatopsia is an uncommon report but is not related to a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.